Event description:
During a procedure in an ep lab where the device was being used as a rescue defibrillator, the reporter stated that the device failed to defibrillate the pt x6. A backup device was called for and used and no adverse affects to the pt were reported as a result of the alleged malfunction.